Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was displaying an "er5" message. Per the onetouch ultralink owner's booklet, an error 5 message can be due to "insufficient sample applied or meter/strip issue." The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began on (B)(6) 2012 at 7:30pm. The patient stated that she manages her diabetes with insulin (unknown type and dosage). It is not known if the patient made any changes to her usual diabetes management routine in response to the reported issue. Immediately after the alleged issue occurred, the patient claimed to have developed symptoms of "shakes and sweats" and shortly after, self treated with food/drink in response to the symptoms. During troubleshooting, the cca was able to walk the patient through proper testing procedures as recommended per the owner's booklet and the reported issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of severe hypoglycemia and received treatment for an acute complication of diabetes after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on 2012 and (B)(4) 2012 respectively with the following findings: the meter passed all testing with no faults found. However, the test strip failed control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The retain test strips were tested and they failed due to low bias at the 100 mg/dl level.